Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on ) was confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a shorted c10 capacitor on the computer/analog pca. The root cause for the shorted c10 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.